Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the device going to be returned for analysis? No. The surgeon used the device ec60a with anther ecr60b on the 4th firing and performed a good firing, so he thought that the problem was with the cartridge.

Event description:
It was reported that during an unknown procedure, the device was used to anastomose the pulmonary fissure with the blue reload on the third firing. The staples at the distal half segment malformed with irregular shapes. Another blue cartridge was loaded to complete the procedure. Hand sewing was used to prevent "errhysis." There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5593g. The analysis results showed that one ecr60b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.